Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump was alarming no delivery all night, then it started all over again. Customer changed out the set twice and used insulin from a different vile and issue reoccurs. Customer even inserted a new battery in attempt to resolve the issue. Customer did not recall their blood glucose level at the time of the incident. Troubleshooting was performed and it was determined the alarm was caused by an infusion set and or reservoir occlusion. The customer is not returning the reservoir for analysis.